Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric sleeve procedure. The reloads misfired and device was unable to staple even after pressing the green button on the stapler. In order to resolve the issue, another reload was used. Patient was not injured.